Event description:
After completion of the operation, the handles of the novasure device were separated, but the novasure device would not withdraw easily. With effort, the ray was removed from the uterus. It should be noted that the ray did not withdraw into the sheath of the device as expected.